Manufacturer narrative:
The insulin pump was received with case cracked, a cracked reservoir tube lip, a minor scratched lcd window, and a scratched reservoir tube window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Additional cosmetic damages on the insulin pump include a case cracked, a cracked reservoir tube lip, a minor scratched lcd window, and a scratched reservoir tube window.

Event description:
The customer reported via phone call that he had a compromised force sensor system alarm and the insulin pump stopped working last night. Customer stated that insulin was squirting out. Customer's blood glucose was 208 mg/dl at the time of the incident. Customer stated that the alarm occurred during the rewind/prime sequence. Troubleshooting was stopped because insulin was squirting out due to damage around the reservoir housing. Customer had a crack near the reservoir housing. Customer was advised that the insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was returned an evaluated by the manufacturer on the initial report. However, corrections have been made on this report with updated device evaluation codes and device analysis notes on this report. The insulin pump was received with normal operating currents, passed a21 error test, self test, and the displacement test however, the insulin pump alarmed during the prime test due to faulty force sensor resistor; unable to perform the basic occlusion test, occlusion test, and excessive no delivery test due to a33 alarm. The insulin pump had case cracked, cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.